Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsi-2, serial number/date code (B)(4) is approximately 10 months old. The owner's manual part number 1154294 rev h (jun-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's preexisting medical condition states that he has contusions on his leg and problems with his knee caps due to a hairline fracture. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Consumer called stating that the leg rest on his tdxsi-2 power chair allegedly caught on a bump due to being so low that it threw him forward. The dealer replaced the leg rest and the left side lever allegedly came off and the right side will not adjust.